Event description:
After routine transesophageal echocardiography, physician noticed black discoloration of pt's throat and tongue. Investigation with MFR revealed that the use of cidex opa as a sterilizer/cleaner had resulted in several cases of this problem.